Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer opened a new cartridge and noticed that the cartridge septum was "crumbling". There was no impact to the customers blood glucose level. The contact reported that the customer had to refill current cartridge that has been in use for one day, due to customer not having any other cartridges. The contact was instructed by tandem technical support to not refill cartridges. Replacement cartridges were sent to the customer.